Event description:
It was reported that the endowrist prograsp forceps instrument is defective. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the distal end of the main tube to have deep scratched and scrapes with light material removed. The scratches are not aligned with the tube axis and are likely to result of instrument collisions. The main tube also has a one inch long by .110 inch wide scraped section that is parallel to the tube axis with a wear pattern consistent with cannula related tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.